Event description:
Adverse events occurred with two different patients with this product.for the first patient, grandmother of patient noted some leakage of bloody type fluid on patient's shirt. She also observed that the clamp was open. She clamped the catheter and tightened the tego. She said no more leaks were noted.for the second patient, it was reported that red catheter from hemodialysis had blood coming from the bottom of the cap. Catheter was not clamped at the time so she clamped it and brought patient to ed for evaluation. In ed both ports were clamped and no blood leakage. Second event on same patient: his mother reported that the patient leaned forward on the dinner table causing the ports to unclamp at home his mother reclamped the ports and brought him to the ER. In the ER, the ports were flushed and clotted blood was removed without problem.======================manufacturer response for tego connector, tego connector (per site reporter).======================they were very responsive and have offered to re-inservice the staff if needed.what was the original intended procedure?hemodialysis port.